Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient¿s cgm displayed l48 mg/dl and she self-treated with sugar. The patient performed a bg which was high (over 600 mg/dl) on her glucometer. Emergency medical services (ems) was called and transported the patient to her physician¿s office; her bg per her healthcare personnel (hcp) was 829 mg/dl. At the time of the report, the patient had completed four hours of unspecified treatment in the hcp¿s office and her bg had decreased to 300s mg/dl. The patient reported she felt weak, drained, and out-of-it prior to treatment. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.